Manufacturer narrative:
One implant has been returned for review. Evidence of a stuck component was identified within the implant. The remaining fractured portion has not been provided for review. Due to damage, the identity of the fractured component/screw has not been determined. White residue remained on the external surface of the implant. The collar and external hex of the implant has also been grossly damaged and appears cut, likely from implant removal or complainants attempt to remove the fractured component. Visual comparison to the implant drawing did not provide indication of a manufacturing deviation. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw inside implant. The screw could not be removed and therefore implant had to be extracted.